Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system was implanted into the patient during a procedure performed on (B)(6) 2007. As reported by the patient attorney, an additional non-bsc sling was implanted on (B)(6) 2013 for the treatment of intrinsic sphincteric deficiency (isd) and urethral hypermobility. Boston scientific has been unable to obtain additional information regarding the event to date.